Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of evaluation and legal manufacturer's final investigation. From the results of evaluation, the following items were observed: internally, the unit is in a fair condition. Externally, the unit is in poor condition. The bezel has been cracked in multiple places. The keypad assembly is extremely rusted. Paint on the blue bar has been scratched off. A "subtle ghost image" was noted on the lcd (liquid crystal display). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a faulty qb board (printed circuit board). As there was no information received of clear misuse of the device, there is neither labeling advisory nor feedback that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the monitor flickered on and off during an unspecified procedure. The procedure was initially cancelled; however the procedure was completed later as expected. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.